Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: cyst aspiration. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via mw5098421) that a female patient underwent an unspecified breast surgery with unspecified mentor saline breast prostheses and suffered several unexplained systemic symptoms, including back issues, required a hysterectomy, three abnormal mammograms, breast cysts, three cyst aspirations, brain fog, muscle pain, joint pain, hair loss, breast pain and tenderness, inflammation, fatigue, trouble sleeping, inability to lose weight, numbness and tingling in arms, decline in vision, easy bruising, ocular migraine, reflux, utis, metallic taste, and shortness of breath. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the patient¿s right breast prosthesis.

Manufacturer narrative:
On 18-aug-2021, mentor received additional information about the event: the patient identifier is (B)(6). The implantation date is on (B)(6) 2005. The explantation date is on (B)(6) 2020. Reason for device explant: generalized illness. Manufacturer¿s reference number: (B)(4).